Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1+. At a later date the patient returned with worsening symptoms. It was noted the clip had detached from the posterior mitral leaflet (pml)(single leaflet device attachment (slda) and the mr increased. Some pml tissue appeared to be in the clip. No treatment was performed at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, a cause for the reported slda could not be determined. The reported tissue injury is a cascading effect of incomplete coaptation. The cause of the reported mr is tissue injury. The reported effect of tissue injury and mr as listed in the mitraclip instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.